Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Reference MFR report: 1627487-2019-03323. It was reported that the patient's lead was confirmed via x-ray to have migrated. As a result, surgical intervention was taken on (B)(6) 2019 to have both leads repositioned. Issue was resolved.